Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic cystolithopaxy treatment of a bladder stone, the urologist heard a pop from the laser and the laser stopped working. The urologist feels like the capacitator popped. There were no sparks but immediately after the pop, there was no connection to foot pedals and the screen went blank. After a number of failed troubleshooting attempts, the case was cancelled. The patient was intubated and under general anesthesia at the time of the event. The procedure was rescheduled and carried out another day also under general anesthesia. The customer reported a significant/critical delay in treatment but no reports of patient harm or injury.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b1 & h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power supply was found to be faulty. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty power supply. Olympus will continue to monitor field performance for this device.